Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent a breast augmentation revision with a mentor memorygel, 500cc silicone prosthesis experienced right sided capsular contracture grade IV post procedure. The issue was diagnosed through physical examinations. As a result, patient underwent a unilateral replacement with cat#: 3505004bc on (B)(6) 2021.

Manufacturer narrative:
Suspect device received on march 03, 2022 device evaluation completed on march 09 , 2022: additional information received with the device indicated that the date of removal was on (B)(6) 2022. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.,according to the information reported, the patient developed capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that date of explantation changed to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on september 29, 2022 indicated that the patient underwent bilateral replacements s follow: l) cat#:3507004bc/sn#: (B)(6), r)cat#:3507004bc/ sn#:(B)(6), plus right-sided capsulectomy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 22, 2021 additional information received indicated that the patient rescheduled for removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).